Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, the insulin gauge remained static at 105 units. The customer reported that the insulin gauge begins to decrease as expected once the insulin volume inside the cartridge reached 105 units. During troubleshooting with tandem technical support, it was confirmed that the cartridge air removal step was being performed incorrectly. Blood glucose level was not impacted. Although requested, no additional information was provided by the customer.